Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg), inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. H6 health impact: clinical impact and medical device problem codes changed, based on new information.

Event description:
Additional information received, stated that a wireless software update was performed clearing the false eri message. The device is still providing therapy.

Event description:
It was reported that the patient's ipg displayed the elective replacement indicator (eri) message. It is unknown if the message displayed prematurely or not. The device is still providing therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.